Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. Reportedly, the piston rod did not fully retract and the 'ok' button was not pressed during the rewind. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: the pump's black box showed no evidence of rewind errors or alarms. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.